Event description:
Review of service data detected a reportable event. During servicing, charger/modem sn (B)(4) would not power on. The last pt to use this charger/modem did not report any deficiencies.

Manufacturer narrative:
Device eval summary: device eval of charger/modem sn (B)(4) is currently underway. As received, the charger/modem would not power on. During servicing, there was a flash failure while programming the flash memory. The cause of the inability to power on is the failure to program the flash memory. The cause of the failure to program the flash memory has been isolated to flash components (u102 and u1050 on the computer analog (ca) board sn (B)(4). A root cause analysis is currently underway. A supplemental report will be sent upon completion of eval. No adverse event resulted from the defective charger/modem. The last pt to use this charger/modem did not report any deficiencies.